Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open pancreatectomy, the tip of the jaws did not move during use. The device was used on the blood vessel. There was no bleeding or damaged tissue for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # t92l3z. The analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to be fed into the jaws. In addition, 20 clips were found remaining inside the clip track. The damage on the device could be due to the internal ribs being gauged by the feeder link, causing the trigger to experience additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.